Event description:
The customer reported that she misplaced her inserter. The caller mentioned that she just was released from the hospital due to a car accident, and the insulin pump was damaged. The caller was driving at the time of the accident. The customer stated that she has been experiencing high blood glucose of 280mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found no power, empty reservoir, and multiple low battery alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.